Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a flex. Grasp. Forceps 6.6fr wl 550mm, part ID: 8736.685, batch # 4500338558. The part number and batch of the reported device is involved in the richard wolf notification fsca700020652 / 9611102-03-22-2023-001-c. In response to the notification, the customer identified 'this piece does not open at all'. Grasper not opening properly prior to the procedure. According to the received information, the device was not being used on a patient when the reported issue was identified. The device issue was discovered prior to use and no risk to patient or personnel was reported.